Event description:
It was reported that the 9800 system had a high pitch sound coming from the during a case. Also the iris closed down. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. There was a loose connector found on the power supply. The software was reloaded during the service call. The system was tested and found to be working as intended and placed back into service.